Event description:
It was reported that the device was found to be sideways in the pocket, and the patient was able to rearrange it into a flat position. The anchoring suture was noted to be protruding from the incision site. The device will be explanted. The patient is enrolled in the monitoring in (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the device was returned and analyzed. No anomalies were found.